Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. Insertion device 1 was returned with the needle bent almost 90°. Insertion device 2 was returned with the distal end of the device (needle and actuator bar) fractured off and not returned. No suture or implants were returned with the devices. There is biological debris on the devices. A functional evaluation was performed on the returned device and found they do not cycle as designed due to the damage sustained. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that two fast fix could not be deployed. The t´s did not deploy through meniscus and was removed by forceps. The procedure was resumed, after a non-significant delay, using an equivalent sn back up device. No further complications were reported.